Event description:
It was reported that an ilet user experienced elevated blood glucose readings of 288 mg/dl followed by 252 mg/dl despite logging food, with onset unrelated to recent eating and no pump alarms or alerts; initial guidance included an infusion set supply change due to a suspected bent cannula, and the user later reported no bent cannula and suspected scar tissue from prior stomach surgery affecting insulin absorption. Symptoms included hyperglycemia without other reported clinical manifestations. Outcomes included no health consequences or impact. Investigation included troubleshooting and education on site selection and rotation, along with shipment of replacement supplies. Investigation of this case revealed no confirmed device malfunction, with insulin absorption concerns at the infusion site considered a potential contributing factor. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.